Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was initially unable to remove the connector during a supply change despite twisting to the indicated position, with no visible damage, and the connector was ultimately released with additional manual force. Symptoms included no clinical effects. Outcomes included no alerts or alarms, no medical care, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed normal device function once the connector was loosened, consistent with a temporarily stuck or tight connector in the infusion set interface. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with connector removal resolved through technique and applied force.